Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dirty lens. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and objective lens window is dislocated. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.